Event description:
After 2 usages with levels, I developed a rash and pain in my arm. I notified them that I could no longer participate in their program with the free style libre cgm(continuous glucose monitoring). They said so sorry and fine. Over a year later I still had a sore on my arm where the monitor had been placed. On (B)(6) 2023 I received the biopsy news on this unhealed site. I have a squamous cell carcinoma that needs curettage and electrodesiccation to hopefully cure the skin cancer. What do you have to say about this?